Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg level not provided). Contact alleged elevated bg was due to customer "taking too long to correct bg". There were no issues with the pump/supplies. Contact declined tandem technical support's offer to troubleshoot. Current bg was 140 mg/dl.